Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00087 on 02-apr-2021. Additional information (05-aug-2021): siemens reviewed the information provided and verified that maintenances were performed and included replacing both reagent probes, cleaning and align the sample probe, and verified the performance of the atellica ch 930 analyzer and ecre_2 assay. Siemens concluded that the potential cause of the falsely depressed enzymatic creatinine_2 (ecre_2) result on one patient sample is due to foaming. The customer is fully operational, and the analyzer is performing as expected. No further evaluation of the device was required. Siemens updated section h6 to include new codes for the type of investigation, investigation findings, and investigation conclusions.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Siemens performed troubleshooting and noted that precision testing and the reagent mix (rmix) test after alignment is acceptable. Siemens is investigating the event.

Event description:
The customer obtained one discordant falsely depressed enzymatic creatinine_2 (ecre_2) result on an atellica ch 930 analyzer with serial number (B)(4). The discordant result was not reported to the physician(s). The customer used the same sample and two alternate atellica ch 930 analyzers to perform repeat testing. The customer informed that repeated results were higher and were confident that the repeat results were correct due to two alternate analyzers' reproducibility. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ecre_2 result.